Manufacturer narrative:
Additional information: the associated complaint device was not returned for evaluationplease review attached for investigation results.

Event description:
It was reported that a surgical intervention was performed due to instability. The liner and the head were removed.